Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. A clamp being left open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of four. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that there was an open clamp on an unused, uncapped line. The technical service representative reviewed proper procedures with the care giver, explained the alarm to the care giver, advised the care giver to notify their nurse about the received alarm, and advised the care giver to begin therapy again with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.